Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the anesthesia machine stopped ventilating mid surgery. The patient was ventilated manually. There was no patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The dispatched draeger service could not replicate the reported problem onsite and the device ran on a test lung for approx. 45 minutes without any findings. The provided logfile built the basis for an in-depth analysis. The provided error logfile did not contain any relevant entries related to a device malfunction and there was no vent fail present on the day of event. Based on the available information, no device malfunction could be confirmed. The reported event could not be reproduced. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that there was no ventilator failure present. A ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Finally, no device error could be found as cause for the reported symptoms. An user-related cause seems very likely in this case. The analysis of the complaint data does not indicate a systematic accumulation of the symptom described. On the basis of the available investigation results, the case is subsequently assessed as not reportable.

Event description:
It was reported that the anesthesia machine stopped ventilating mid surgery. The patient was ventilated manually. There was no patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.